Manufacturer narrative:
Manufacturer's report date: 03/25/2011. (B)(4). The customer's report of the smartsite valve snapped apart was confirmed. The white cap (female luer adapter) was separated from the clear body of the valve. The break occurred below the welding engagement where the body and white cap connect. The root cause of the damage to the smartsite valve was not identified.

Event description:
Pediatric bone marrow transplant unit reported smartsite (2000e) breaking. The clear housing broke into two pieces at the white cap portion. The breakage appears to be fairly clean. Customer says that it appears that the end of the clear component was snapped off and is still bonded inside the opening of the white component because the end of the clear component is slightly jagged with a spur that matches up with the remains inside the white component and he suspects that this was damaged due to flexing the 2000e and breaking it in half. No other details of the event are known except that no patient harm occurred and the only necessary action was to change out the broken set.